Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. Corrected date: correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was june 24, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. During examination, the foreign material could not be identified. Based on the results of the investigation, the cause of the foreign material that remained in the light guide lens was likely due to humidity invading the lens, which led to corrosion occurring from applied physical stress to the distal end, such as hitting and dropping, and/or lens glue peeled off by chemical stress, such as chemical solutions used for the device. However, a definite root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope.". Olympus will continue to monitor field performance for this device.